Event description:
The article, "lost and found: when the heart not only embolises clots ¿", was reviewed. The article presented a case study of a 63-year-old male patient. It was reported that on an unknown date, a 22mm amplatzer amulet occluder was implanted for left atrial appendage closure. It was then reported one month post-procedure, it was found the 22mm amplatzer amulet had embolized into the distal thoracic aorta. The patient did not present with any symptoms. A decision was made to remove the device with 2.8mm gastroscopic forceps after the transcatheter snare method was unsuccessful. It was reported one month post-intervention, the patient remained asymptomatic after a new closure of the left atrial appendage with an unknown device. [The primary and corresponding author was (B)(6)]

Manufacturer narrative:
As reported in a research article, one month post-implant, the amplatzer amulet device embolized to the distal thoracic aorta without causing any symptoms. An attempt to retrieve the device via transcatheter snare was unsuccessful. One month post-intervention, the device was able to be removed with a 2.8mm gastroscopic forceps. The patient remained asymptomatic. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature: article title "lost and found_when the heart not only embolises clots¿.